Event description:
As reported by the user facility: detailed inquiry description: patient safety received a report from our oncology infusion unit regarding defective IV tubing. The tubing involved was non-chemo drug y-sited into chemotherapy line and the leak occurred above the pressure check valve. Although there was no chemotherapy infused into this tubing there was some blood residual in the tubing that backed up from the patient when it leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs were provided for evaluation. Both photographs were visually evaluated, and it was observed there was blood back flowed past the backcheck valve. Based on the evaluation restuls, the reported defect is confirmed. Although the photographs confirm backflow without having a physical sample a possible root cause cannot be determined at this time. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.